Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling. It was also noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tried to implant the lead and had some resistance in advancing the lead in the vein due to the anatomy and angle of the dilator. Upon removal of the lead, the lead was examined and found to have a kink in it. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.